Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This event may have resulted in an accidental radiation occurrence.

Event description:
The customer reported high ma errors during a pt case. No pt or user injury was reported.